Manufacturer narrative:
No unexpected excessive no delivery alarms noted during testing. No rewind anomalies noted during testing. Unit passed displacement test and rewind test. Motor was tested outside of the unit and passed. Motor error alarmed during basic occlusion test and unable to prime during prime/delivery test due to faulty force sensor resistor. Cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer's mother reported via phone call that customer was receiving more no delivery alarms. It was reported that insulin pump intermittently received no delivery alarms. Customer's blood glucose was not reported. Caller reported that issue may be with piston and insulin pump was not rewinding properly. Caller declined troubleshooting stating that troubleshooting had already been done times before. Insulin pump would be replaced per caller's request.